Event description:
It was reported that there was an issue with the clinician programmer on (B)(6) 2011. There was an error message. The message occurred while the MFR rep was updating the pump. The pump went into stop mode for 1 minute. The rep re-interrogated the pump and the programmer showed the pump was in stop mode, again. No therapy or medical problem was reported. It was further reported that the pt was convinced that her pump was not working due to withdrawal symptoms she experienced. It was also reported that the pt had a pump replacement on (B)(6) 2011. The catheter was not replaced. The pt experienced an overdose that day. The physician thought that the pump was underinfusing, but the result was overdose symptoms. The pump was decreased 25%, the pt did well after the decrease. The catheter was able to be aspirated with no difficulty. The drug in the pump at the time of the event was lioresal. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).